Manufacturer narrative:
The product was received on 4/3/19. The reported complaint of a tubing separation was confirmed. The returned 011-0p243-01 transducer macrodrip patient mount was received with the 9 inch arterial tubing separated from the male luer. There was sufficient uv adhesive and the adhesive was fully cured. The physical dimensions of the set were measured and met product specifications. A representative bond was functionally tested and also met product specifications. The probable cause of the separation is due to unintentional excessive pulling force during use. The lot # 3677399 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The customer indicated that the product is available for investigation. It has not yet been received by the manufacturer.

Event description:
The event involved a customer report stating that the transpac transducer was primed and ready to use. Once the arterial line was placed by the anesthesiologist, the transducer was connected to the arterial line and the male luer fell way from the tubing. The customer further stated that it appeared that the male luer was not bonded to the tubing. The clinician was present during the event and bleeding was contained immediately.